Event description:
It was reported that the patient passed away within a week post his pump and catheter revision. The cause of death was not known to the reporter. It was stated that the physician's office were actively seeking more information regarding this event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was later reported by the healthcare provider that the cause of death was unknown. Drug delivered via the device was infumorph 125 mg/ml at a daily dose of 0.998mg.